Event description:
The patient experiences stimulation in their chest and stomach when stimulation is turned on. The reason for the revision was that the patient was in a car accident on (B)(6). The car accident caused the right lead to move and the patient experienced stimulation outside of the target region. The patient met with company representatives twice to reprogram the right lead. The patient may have gone to the emergency room. X-rays were done. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).